Manufacturer narrative:
(B)(4). Batch # unk. Date of death not provided. Date of event: only event year known: 2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was obtained: "what is the timeline from the initial surgical procedure to when the patient returned? Two days. What were indications for the initial surgical procedure? Bariatric surgery. What was the age and bmi of the patient? The doctor did not provide this information did the patient have any comorbidities and if so, what were they? No, didn't have. Was there any difficulty with the echelon device in initial procedure? No, there was device failure during the surgery. What was the timeline of events from initial surgical procedure to the patient¿s ultimate demise? Four days. What were the patient symptoms that led to the need for re-approach? Pressure drop, abdominal discomfort. What medical or surgical interventions were provided to the patient after readmission? Endoscopy, ultrasound, exploratory endoscopy does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the patient¿s death in any way? No. Is a copy of the autopsy available? No. Is the surgeon interested in speaking to ethicon medical and engineering to discuss event? The surgeon showed no interest in approaching the subject again." Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: why did the patient get readmitted two days after procedure? What was found in endoscopy, ultrasound, and exploratory endoscopy? What is the official cause of death? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastroplasty surgical procedure, there were no adverse events or even something out of the routine perceived by the surgeon, but the patient returned to the hospital with complications and had to be approached twice. Several tests were performed to rule out the hypothesis of embolism, cardiorespiratory arrest, among others. After performing the endoscopy examination, blood clots were found in the gastro-enteric anastomosis, preventing food flow and necrosis in the excluded stomach. After a few attempts to approach the patient, she died.

Event description:
It was reported that during a gastroplasty surgical procedure, there were no adverse events or even something out of the routine perceived by the surgeon, but the patient returned to the hospital with complications and had to be approached twice. Several tests were performed to rule out the hypothesis of embolism, cardiorespiratory arrest, among others. After performing the endoscopy examination, blood clots were found in the gastro-enteric anastomosis, preventing food flow and necrosis in the excluded stomach. After a few attempts to approach the patient, she died.

Manufacturer narrative:
(B)(4). Batch # unk. Date of death not provided. Date of event: only event year known: 2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was obtained: "what is the timeline from the initial surgical procedure to when the patient returned? Two days. What were indications for the initial surgical procedure? Bariatric surgery. What was the age and bmi of the patient? The doctor did not provide this information did the patient have any comorbidities and if so, what were they? No, didn't have. Was there any difficulty with the echelon device in initial procedure? No, there was device failure during the surgery. What was the timeline of events from initial surgical procedure to the patient¿s ultimate demise? Four days. What were the patient symptoms that led to the need for re-approach? Pressure drop, abdominal discomfort. What medical or surgical interventions were provided to the patient after readmission? Endoscopy, ultrasound, exploratory endoscopy does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the patient¿s death in any way? No. Is a copy of the autopsy available? No. Is the surgeon interested in speaking to ethicon medical and engineering to discuss event? The surgeon showed no interest in approaching the subject again." Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: why did the patient get readmitted two days after procedure? What was found in endoscopy, ultrasound, and exploratory endoscopy? What is the official cause of death? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.